Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of a non-functional downstream sensor. Evaluation experienced downstream occlusion alarms corresponding to the reported symptom, caused by a downstream sensor out of calibration. The downstream error was calibrated.

Event description:
It was reported that a spectrum pump had a non-functional sensor. It was also reported that there was no patient involvement.